Event description:
It was reported that pump battery did not charge and pump screen stayed dark and would not turn on, which led to a high blood glucose reading that only showed as ¿high¿ with no specific value. No additional information was received regarding any further impact to the customer¿s blood glucose level. Customer gave correction injection using multiple daily injections and switched to backup insulin therapy by injections, while technical support guided attempts to restart and charge pump with different cables and adapters; when these steps failed, technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for returning malfunctioning pump, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.